Manufacturer narrative:
(B)(4). No further details were provided by the reporter. Additional information has been requested but as of yet has not been received. Should additional information become available, the file will be updated. (B)(6).

Event description:
According to the reporter; it was noticed during testing of the device prior to use that the balloon couldn¿t be inflated. There was no patient involvement.

Manufacturer narrative:
(B)(4)

Event description:
The procedure was a totally extraperitoneal procedure. The balloon was inflated with air. To correct the problem, the device was replaced with another one.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Upon initial inspection, a cut was observed to penetrate the balloon. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.